Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reports they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. The customer was assisted with performing displacement test, but test shows error. No harm requiring medical intervention was reported. The insulin pump will be return for analysis.

Manufacturer narrative:
Retainer ring : black customer returned device for an no motor movement or negligible movement. Retries to free a stuck motor failed and failed device test on event date (B)(6), 2022. Device passed the self test and active current measurement test, however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a reoccurring no motor movement or negligible movement. Retries to free a stuck motor failed. Device failed the sleep current measurement test. Test p-cap/reservoir locks properly into place. Device history and trace files downloaded successfully using thus software. No motor movement or negligible movement. Retries to free a stuck motor failed confirmed in the device history/trace files on (B)(6) 2022 18:45:34.000. Motor was tested outside of the device and determined the motor was stuck. Device was cut open to perform visual inspection and found evidence of moisture damage¿on electric board and the force sensor. The following were noted during visual inspection: cracked keypad overlay. In summary, costumer allegations for no motor movement or negligible movement. Retries to free a stuck motor failed confirmed due to a gearbox jammed and device test fail not confirmed. High sleep current problem noted, problem isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.